Manufacturer narrative:
Batch review performed on 12 march 2019: lot 182761: (B)(4) items manufactured and released on 18-jul-2018. Expiration date: 2023-07-05. No anomalies found related to the problem. To date, (B)(4) items of this lot have already been sold without any other similar event reported.

Event description:
During primary surgery, after the insertion of the femoral stem, a bone fracture, close to the distal part of the femoral stem, was discovered. The surgeon fixed the fracture with the cable.